Manufacturer narrative:
H10:

Manufacturer narrative:
H10: internal complaint reference: case (B)(4). H3, h6: the reported device was received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. Fluid is in the fluid lines. The electrodes have been used and have debris in them. One electrode is eroded away. Product was out of the original packaging. No packaging returned. A functional evaluation showed the opened device was tested and plugged into the controller and registered settings (7,3). The wand produced plasma as expected. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the final inspection procedure found that the operator must inspect device from the shaft joint until the distal tip and make sure that there is no damages. Inspect the entire device for damages, foreign contamination or abnormal condition. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include using the wand above default output settings and pressing the tip against hard or bony surfaces, thus causing the electrodes to become eroded extensively. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an adenotonsillectomy, the evac 70 wand's wire was severed; the broken wire was noticed when the package was opened. The procedure was completed with non-significant delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).